Manufacturer narrative:
Additional contact person information: (B)(6) / materials resource unit coordinator (mruc) / integrated solutions materials value chain-mvc / +(B)(6). Updated field(s): type of investigation 4115. Device available for eval? Changed from yes to no. Complaint record ID # (B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Event description:
N/a.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4). Device not returned.

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the cs300 intra-aortic balloon pump (iabp) generated a leak in iab circuit alarm. The insertion was reported to be left axillary, which is not the method described in the device instructions for use. The getinge representative stated that they would assist in troubleshooting from a femoral approach and the customer agreed to continue. They stated they had the same message a few hours prior and had put a tegaderm over the external location of the catheter that they thought the leak might be coming from and the alarm did not come back until recently. They noted that the iabp had been in standby for 58 minutes at that point. The getinge representative reviewed that they could not assist in troubleshooting after 30 minutes of immobility of the iab and recommended immediate removal and replacement if necessary. There was no patient harm or adverse event reported.